Event description:
It was reported that the patient had an explant at an unknown date for an unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.